Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the audio bolus button cover was missing, making testing of the bolus button functionality impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/14/2016. Investigation revealed a cracked battery compartment.